Event description:
A home patient reported a cassette leak in the homechoice a week ago. The home patient stated that there was water coming out of the holes on the membrane inside the door. No patient injury or medical intervention was indicated at the time of the initial report.